Manufacturer narrative:
Product analysis the partial lead was returned in segments and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had far field r-wave (ffrw) oversensing, noise, high/undefined pacing impedance, a drop in impedance, elevated sensing integrity counter (sic) counts, fracture and inappropriate mode switch. The lead was explanted and replaced. No patient complications have been reported as a result of this event.